Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set failed to retract. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no.: 367364. Batch/lot: 8309854. It was reported that a ultratouch blood collections set failed to retract when doing a phlebotomy. Customer text: customer has had at least 5 ultratouch blood collection sets fail to retract when done doing a phlebotomy.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for testing and upon completion, the customer's indicated failure mode for partial retraction was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for partial retraction with the incident lot was not observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. CAPA #891355. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set failed to retract. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no.: 367364. Batch/lot: 8309854. It was reported that a ultratouch blood collections set failed to retract when doing a phlebotomy. Customer text: customer has had at least 5 ultratouch blood collection sets fail to retract when done doing a phlebotomy.